Event description:
Patient was on rental v60 bipap and started complaining of the bipap not working appropriately. Rt was taking care of this patient and tried to troubleshoot it to see why the leak was over 100 and tidal volume was low. The bipap appeared to be breath-stacking. Bipap taken out of service and returned to rental company.